Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum pump back flowed. During a levophed infusion the nurse ¿down titrated.¿ after an unspecified amount of time the nurse observed blood backflowing in the IV. Blood loss was not specified. The pump displayed the infusion was running as intended. The patient¿s blood pressure was noted to be ¿low¿ (not further specified). The nurse removed the extension set and flushed the line. No further information was available at the time of this report.